Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for phone number: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive architect total -hcg results for one 47 year old female patient, who was reported to not be pregnant but having abnormal uterine bleeding. The following data was provided (</=5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, >/=25.00 miu/ml is positive): initial result = 81.69 miu/ml, repeat was <1.2 miu/ml, and test strip result = negative. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for initial false positive results with the architect total ss-hcg reagent included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and testing of retained kits. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review of lot 36213ud03 did not identify any non-conformances or deviations. The overall performance of architect total ss-hcg reagents in the field was reviewed using data from customers worldwide and suggested that the performance is acceptable. The patient median for the complaint lot was comparable to all other lots in the field. An in-house retained reagent kit of the complaint lot was tested, and all specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue under review. No systemic issue or deficiency with the architect total ss-hcg reagent lot 36213ud03 was identified.corrected lot number in section d4